Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that there was a type 3 endoleak between the proximal main and the second stent graft noted before the patient was discharged from the hospital. It was reported that six days post index procedure an additional thoracic stent graft was implanted proximally to cover the junction between the stent grafts. This successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: endoleak, cause of event is unknown. Conclusion: cause of event is unknown.